Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was initially placed, and subsequently dislodged. The lead was removed and another lead was implanted. Additionally, the right ventricular (rv) lead was initially placed as well, and during an attempt to reposition, the helix was difficult to retract. The lead was removed and inspected, and it was noted that body tissue was wedged into the helix. The physician was unable to remove the tissue, and as a result, the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Tissue was visible on the helix. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix on this passive fixation lead is bent, and tissue is visible inside the helix. The bent helix would effect helix fixation issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.